Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrillating a patient (age & gender unknown), after removing the electrode pads, burns were found on the patient's skin. Complainant did not indicate the severity of the burns sustained by the patient. A follow up report indicated that the most current condition reported by technical nurses was that: redness is present on the chest of the patient.

Manufacturer narrative:
The actual electrode pads were not returned to zoll medical corporation for evaluation. Instead, lot number 0220b of the pads was provided. Unfortunately, without the electrodes returned, we are unable to investigate under this claim. The lot number of the pads was provided, and historical data was reviewed without any discrepancies found against this lot, 0220b. Retained sample testing is unable to be performed due to the age of the pads. The degree of the burn is unknown and pictures of the injury are not available. The instructions for use provides specific instructions on electrode coupling and warns about skin burns (poor adherence and/or air under the electrodes can lead to the possibility of arcing and skin burns). Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation. Without return of the electrode pads, we are unable to conduct an investigation. The lot number of the electrode pads was not provided, therefore a retained sample analysis could not be performed. The instructions for use provides specific instructions on electrode coupling and warns about skin burns (poor adherence and/or air under the electrodes can lead to the possibility of arcing and skin burns).